Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge leaked insulin. The customer's blood glucose level was 350 mg/dl. Customer changed the cartridge to resolve the issue. In addition, it was reported that an unexpected reset occurred. Customer reverted to manual injections for insulin therapy.